Event description:
It was reported a patients implantable cardioverter defibrillator (ICD) presented with a non-sustained right ventricular over-sensing (nsrvo) alert for r-wave undersensing, followed by a blanking period. No changes were reported. There were no patient consequences.